Event description:
Related manufacturer reference number: 2017865-2024-37971. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high capture thresholds, r wave amplitude variation, high pacing impedance, fracture and lead stuck to another on the right ventricular (rv) lead the lead was stuck to the atrial (ra)lead. The physician elected to explant and replace the rv and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event was ¿lead was stuck to the ra¿. As received, only the distal portion of the lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.